Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date, the patient experienced many pains and was unable to move (paralysis). It was also reported that the pump was ringing because it needed the product (unspecified). The outcome of the events was reported as condition unchanged. The seriousness and causality were not reported. This device system delivered lioresal.